Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient had ongoing drainage at the incision site. As a result, surgical intervention occurred wherein the system was explanted to address the issue. Cultures were performed and the patient tested positive for mrsa. Patient was placed on oral antibiotics to treat.

Event description:
Additional information received indicated the patient's symptoms have resolved.

Manufacturer narrative:
A patient tested positive for mrsa infection was reported to abbott. The patient was treated with antibiotics and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.